Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the bolus button cover was missing; the bolus button was unresponsive. The battery cap was damage and threads were stripped. The battery cap was able to secure properly to the pump. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a missing bolus button cover, unresponsive bolus button, battery cap damage, and dim and discolored display. This report is made based on results of the investigation performed on 12/04/2014.